Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by turbid effluent. The cause of the peritonitis was not reported. On the same day, the patient was hospitalized for the event. Treatment for the event was not reported. At the time of this report the patient was recovering from this peritonitis event. Extraneal, physioneal and nutrineal therapies were ongoing. No additional information is available.